Event description:
It was reported to boston scientific corporation that a needleknife rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the device was advanced along a guidewire and sphincterotomy was performed (to an extent). Another attempt was made to perform a sphincterotomy, however, the needle would not extend. It was then noted that needle detached and remained within the incision site. The detached needle fragment was then removed with forceps. The procedure was completed with another needleknife rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, and the needle was found in a retracted position. The distal tip extrusion was cut open to evaluate the needle and found that the needle length did not meet specification. The broken needle fragment was present and measured to be approximately 5mm. The needle also appeared discolored. During manufacturing, sphincterotome devices are 100% inspected so the broken/detached needle is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a needleknife rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the device was advanced along a guidewire and sphincterotomy was performed (to an extent). Another attempt was made to perform a spincterotomy, however, the needle would not extend. It was then noted that needle detached and remained within the incision site. The detached needle fragment was then removed with forceps. The procedure was completed with another needleknife rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's age is unknown, however, the patient is over 18 years. (B)(4): needle detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.